Manufacturer narrative:
Event updated information: on 06-sep-2019 it was discovered that this event is not MDR-reportable. However, the event had already been reported. Reporter states that the surgeon believes the forceps used to grasp the lens had rust on them. The surgeon then did not want to risk using the lens. No patient contact occurred. Claim# (B)(4).

Manufacturer narrative:
The lens was returned still inside the cartridge, inside the lens box. Visual inspection found clear surgical residue on the lens. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
On (B)(6) 2019 a 13.2mm tmicl13.2 implantable collamer lens, -16.0/+1.0/074 (sphere/cylinder/axis) was returned to staar surgical. It was returned still inside of the lens cartridge and the box had "residue on lens" written on it. Attempts to obtain additional information have not been successful.